Event description:
On (B)(6) 2009, the pt reported he saw some air bubbles in the insulin cartridge of his infusion device. He stated the cartridge and adapter was changed 2-3 days ago and the infusion headset and tubing was changed today. The pt was assisted in priming the air bubbles out. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.